Manufacturer narrative:
Reference MFR. Complaint # of1997-9-3-26. No samples were returned. Co obtained four units from distribution center. No defects related to the complaint were observed. Co then functionally tested the units per product instructions. All functioned properly. Dimensional measurements were within permissible limits. Due to similar complaints of stylet difficult to remove, packaging was changed and the product is not stored with desicants. Finally, mfg slits six tubes of each coating lot to ensure proper hydromer coating. This lot was made before these improvements. No further corrective action is necessary.

Event description:
Customer reports, even though they are flushing the tube prior to insertion, they are having a hard time getting the guide wires out of them once placement has been verified. Tube replacement was required.